Event description:
It was reported this was a triclip procedure to treat torrential tricuspid regurgitation (tr) with a restricted septal leaflet, enlarged atrium and 8m gap. Two clips were implanted, reducing tr to mild (grade 1). One week later, a transthoracic echocardiogram showed abnormal movement of one clip. The clip had partially detached from the septal leaflet and tr had increased to moderate plus. The patient was not symptomatic. No intervention was planned as the patient status was good.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip) appears to be related to patient morphology/pathology. The recurrent tr appears to be related to the partial clip movement. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.